Event description:
It was reported that st segment elevation occurred. Pre-procedurally, the patient had a potassium level of 5.3. A pulse field ablation procedure was performed using a farawave catheter under general anesthesia. All four (4) pulmonary veins were successfully isolated using the farawave catheter and ablation was complete. The farawave catheter was placed in the right pulmonary vein and a non-boston scientific mapping catheter was inserted to perform exit block pacing and isuprel was administered. St segment elevation was observed on leads iii and vi. Percutaneous coronary intervention was performed. The patient was admitted to the hospital, recovered, and discharged.

Manufacturer narrative:
D2a. Common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.